Event description:
It was reported by the customer that when the reamer was opened up from sterilization, it was leaking fluid. The customer also reported that the unit was not used in any procedure and there was no pt involvement. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On december 11, 2007, the reamer involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event; the reamer performed within specs.